Event description:
Pt reported that the audible alarm failed to function properly. Pt reported that the infusion device did not make any sound. Pt indicated that she attempted to reset the audible alarm, but was unsuccessful. Pt indicated that she replaced the batteries, reset the device and verified the basal profile. Pt indicated that the audible alarm still did not work. Pt did not report experiencing any physiological effects related to this issue.